Manufacturer narrative:
The recipient reportedly also experienced occasional non-auditory sensation.

Manufacturer narrative:
(B)(4). The external visual inspection revealed damaged silastic overmold on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted due to poor performance.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.